Manufacturer narrative:
Device was manufactured on 5/23/2013 and has no repair history at zimmer biomet surgical since july of 2011. Evaluation revealed the side plates, roller, roller gear and ratchet gear were damaged. Prior to repair, the test mesh passed. The device was outside calibration specifications on the left side and on the right side and outside side to side specifications. All cutters produced acceptable test meshes and were returned to the customer. Repair of the device included replacement of the ball detents, ratchet gear, side plates, bearings, roller and roller gear. The customer¿s reported event was not confirmed during testing and a cause cannot be determined. The device was repaired and returned to the customer. There are no recommended actions at this time.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was not feeding the graft properly. Additional clinical information determined that the reported issue occurred during surgery and a patient was involved with in the event. It was stated that there was an impact/damage to the graft harvest, wherein the mesher chewed to skin instead of perforating it. An additional skin graft was required in the event and an alternate device was retrieved for use during the surgery with a delay of about 20-30 minutes, while the patient was under anesthesia at the time of delay. It was stated that no medical intervention/additional surgical procedure was required in the event and it could not be determined if there was patient harm/injury.